Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract extraction with intraocular lens (iol) implant procedure, a crack at junction of haptic/optic noted, and leading haptic was twisted coming out of injector so had to rotate to get in bag. The lens remains in patient eye. Additional information was requested and received stating the loading and insertion of the iol were unremarkable, so the physicians believe the product was at fault. The physician reported the crack should not be significant to the patient's vision.